Event description:
It was reported by svc report that the foot end drifts down and the foot end siderail horn damaged and missing presenting sharp edges. No pt involvement or adverse consequences are reported.